Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics?--contacted with the sales rep today via phone, please refer to the literature and other information requested is unknown.

Event description:
Title: postoperative ultrasound assessment of the head vein flow and diameter of autogenous arteriovenous fistulas meets the requirements for dialysis. This was the study of 324 patients with esrd, of all of whom were the first patients to undergo forearm radial arterycephalic autogenous avf. The participants included 178 males and 143 females aged 18-80 years. This involved separating the radial artery and cephalic vein, as well as end-to-end anastomosis of the cephalic vein and radial artery, using a continuous suture (anastomotic diameter: approximately 6mm). Double-needle (6-0 prolene) vascular suture continuous small margin end-to-side anastomosis of the cephalic vein was then performed near the heart and radial artery, while paying attention to prevent the vascular wall adventitia, narrowing and other complications. The artery blockage was then removed and the cephalic vein pulsation was good, with no obvious tremor. Quantitative data were compared between the anterior wall and posterior wall imt of the internal fistula group and the anterior wall and posterior wall imt of the control group using paired t-tests. The mean follow-up period was unknown. The following events cannot be ruled out as complaints: patient information (double-needle 6-0 prolene suture): experimental group -(n=12) avf failure due to cephalic thrombosis treatment: traditional chinese medicine or warm blisters -(n=8) increased venous pressure during dialysis and blood reflux was difficult. Treatment: not mentioned control group -(n=5) avf failure. Colour doppler ultrasound showed cephalic vein thrombosis. Treatment: traditional chinese medicine or warm blisters -(n=3) swollen upper extremities on the side of the fistula during dialysis to the elbow joint. Colour ultrasound showed that transvenous reflux could be observed at the distal end of the elbow joint. Treatment: not mentioned. In conclusion, the results of this study show that postoperative ultrasound assessments of the head vein flow and diameter of autogenous arteriovenous fistulas meet the requirements for dialysis, which can help to detect the early use of an arteriovenous fistula to diagnose and treat it as soon as possible while striving for reuse.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: acta medica meditenanea, (2022); 38 (xx): 3097-3105. Https://doi.org/10.19193/0393-6384_2022_5_457.